Manufacturer narrative:
The customer¿s report of a cracked female luer was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.611 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking through the crack. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a cracked female luer during infusion. There is no report of patient harm.